Event description:
On (B)(6) 2012, patient reported having issues with one of the buttons on the infusion device. Patient stated, she noticed the issue while attempting to bolus. Patient reported, the button does pop back out after being pressed but the infusion device does not respond. Patient stated, she realized this issue yesterday. Patient was aware of the button recall. Patient reported, she only had issues with the down arrow button on the infusion device. Patient stated, the other buttons on the infusion device functioned as intended. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.